Event description:
It was reported that the patient presented post implant procedure. Interrogation noted the right ventricular lead failed to capture. Further investigation noted that the right ventricular lead was dislodged. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.